Event description:
During or procedure small fragments from cannulated drill broke off into patient's bone. Attempt was made to remove and risk of iatrogenic bone fracture was greater than continuing to retrieve. Retrieval efforts were aborted. Clinical disclosure made to patient and family and patient covered with oral antibiotics as a precaution.